Manufacturer narrative:
Patient identifier: (B)(6). Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -18.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Cause of event was reported to be unknown.